Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure, on an unknown date. On (B)(6) 2022, a planned stent removal procedure was performed. When the physician attempted to remove the stent, a piece of the stent broke off. The procedure was completed and it was unknown if a new stent has been implanted. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure, on an unknown date. On (B)(6), 2022, a planned stent removal procedure was performed. When the physician attempted to remove the stent, a piece of the stent broke off. The procedure was completed and it was unknown if a new stent has been implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0401 captures the reportable event of stent break. Block h10: the returned advanix rx biliary stent was analyzed, and a visual evaluation noted that, it was detached, kinked, and stretched at the detached section. The delivery system was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it is most likely that during the removal procedure the technique applied and/or some anatomical factors contributed on kinking the stent and it is possible that the kink caused resistance while removing it, as consequence the customer may have applied a different technique or tension to remove the stent and this could have caused the stretch and detachment of the stent. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.